Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient had received assistance and their concerns were resolved.

Event description:
It was reported that starting about a month ago the patient was having problems with the symptoms. The patient hasn¿t been able to sleep. The patient receives oral medication as well what is in the pump; oral medication was not specified. The patient believed they were getting too much. It was further noted that the patient was not sleeping well and was getting more paranoid. The patient was not sure if it was causing her to gain weight. A physician told the patient to lose 10 pounds. The patient thought she was doing well from (B)(6) till now as she went from (B)(6). The reporter was inquiring on how much her pump weighed. It was further noted that the patient¿s general healthcare provider (hcp) was instructing her to lose weight and she needed to lose 20 more pounds. When the patient was weighed, the patient¿s coat or boots were not removed and the hcp did not subtract anything for the weight of the pump. The hcp had however subtracted 10 pounds for her clothes. In regards to if the weight was a new symptom, the reporter indicated she had it since she got the pump. Before the patient received their pump she was still working, however when she came out of surgery they told her she should not be working because of her multiple sclerosis. The pump was delivering adenosine and baclofen. It was believed the type of baclofen was lioresal. Intervention and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.